Manufacturer narrative:
(B)(4). Visual inspection of the device confirmed the catheter is split 7 cm from the distal tip. The split was 2.5 cm in length. The investigation is still in progress. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, at an unspecified time following the use of the turbo-ject® double lumen power-injectable PICC (peripherally inserted central catheter) for an unknown indication, a hematoma appeared at the patient's elbow. The catheter was split along a segment that spanned from 2 cm to 5 cm from the distal end of the device. A new device needed to be placed. The device has been returned for investigation; however, as of the date of this report, the device investigation is still pending. Additional information has been requested.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, quality control data and visual inspection of the returned device was conducted during the investigation. An investigation evaluation of the documentation was performed. There is no evidence to suggest the product was not made to specifications. There is no evidence to suggest that nonconforming product in house or in the field. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of device history record shows no nonconforming events associated with the complaint device lot number. At the time of the investigation, a review of the complaint records observed no other complaints associated with the complaint lot number 8297210. The complaint is confirmed. At this time a definitive cause cannot be determined for provided complaint. Per the quality engineering risk assessment no further action is required.